Manufacturer narrative:
The tech found the head hydraulic valve sticking. The tech replaced the sticking valve to repair the bed.

Event description:
Info received indicates the head section will not go up, but the foot section goes up instead.